Manufacturer narrative:
This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the tibial articular surface provisional broke during disassembly of the construct after use during surgery.

Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional (tasp) device confirms that a fragment of the lateral superior corner of the central post fractured cleanly off. The fragment was not returned but was confirmed to not be retained by the patient. The device had a field life of approximately two (2) years and eight (8) months and was used an unknown number of times. The device is used for treatment. This particular device is listed in an aggregate tasp scope list associated with corrective actions. This device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The root cause is considered to be a previously addressed design issue.